Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing in a procedure, the device was difficult to remove from the tissue and might cause the tissue to tear. They noted that this device often had this issue.